Manufacturer narrative:
(B)(4). The reported product issue was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported the device was unable to be implanted due to a product issue.

Manufacturer narrative:
Optim insulation degradation was noted at 47.0cm from the distal tip. The silicone insulation was intact at this location. Fracture of the pacing coil was noted at 11.2cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of oversensing. (B)(4).